Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
The event occurred in the (B)(4). User facility reported on behalf of home care patient that the device was in use with patient who is ventilator dependent. According to reporter, during the second use after sterilization of the trach the attached ventilator gave an alarm. The caregiver (patient's mother) could not resolve the alarm and ultimately performed an emergent tracheostomy tube change and the alarm resolved. No permanent adverse effects reported.

Manufacturer narrative:
The reported 3.5mm cuffless flextend tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, was found to be complete. Visual inspection was performed using the unaided eye and the entire tracheostomy tube was inspected for imperfections; no imperfections, breaks, cuts/tears, were found. During functional testing, a syringe was inserted into the distal end of the device and the other end was blocked. The device was submerged in water and air pressure was applied to the inner diameter of the device. No bubbles (indicating a leak) were observed escaping from the device. The device was then fully immersed in water without anything attached and a few air bubbles were observed exiting the device from the connector end where the circuit attaches. However, no fault was found as it is normal for trapped air to exit a device when submerged under water. Investigation determined that the device operated as intended and no faults were found. (B)(4).